Event description:
The recent download from a male pt revealed a couple "battery charger fault" flags. Further review of the flags revealed further "battery charger fault" and a battery pack fault" flag. Support sent the pt replacement battery packs, and a replacement battery charger.

Manufacturer narrative:
Device MFR date: battery pack - 12/2007; battery pack - 01/2008; battery charger - 12/2007. Device eval summary: device eval of both battery packs, and battery charger have been completed. The reported problem was confirmed. The cause of the defective battery charger was a defective q1 chip. This bad chip caused the battery pack to not enter charging mode. The root cause of the defective q1 cannot be positively identified, but was likely random component failure. The faulty charger was repaired. It was then retested and restocked. A battery pack had defective cells. The root cause of the defective cells is not known, but was probably due to excessive discharging. Many "battery runtime expired" flags were seen on the final download from the last pt to use this battery pack. This meant that the battery pack was used for greater than twenty-four hours. This means that the pt continued to use a depleted battery for hours after the expired runtime alarms sounded. The defective cells were replaced. The battery pack was retested and restocked. No adverse event resulted from the faulty battery pack. The last pt to use this battery pack did not report any problems. The second battery pack was fully functional. It was restested and restocked. No adverse event resulted from the damaged battery charger and battery pack. The pt received a replacement battery charger and battery packs.